Event description:
Pt reports cadd solis pump malfunction for serial number (B)(6). Pt reports getting an error message of air in the line when they tried to start a new cassette and was not able to start the cassette. Pt reports they tried to re-prime and run it again, but the pump continued to show the error, and nothing worked until they switched to their back-up pump. Pt reports they were then able to resume infusion without any issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose: 40ng/kg/min. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes, upon return. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.